Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation, the antenna was completely reinserted a total of two times, repositioned twice per insertion, and one additional minor adjustment but the tip of the probe broke while in the patient body after providing 5 ablations. The physician had decided to leave the tip in the patient body with patient's consent. Computed tomography (CT) scan located the tip within the liver.